Event description:
It was reported that the patient received multiple shocks. It was noted that the right ventricular (rv) lead had pulled back into the right atrium. A procedure to reposition the rv lead was scheduled. During the procedure, after retracting the rv lead's helix multiple times, multiple stylets were attempted to insert into the lead but were not able to advance through the terminal pin. The rv lead was therefore explanted and replaced. There were no complication observed. The patient was stable.

Event description:
It was reported that the patient received multiple shocks. It was noted that the right ventricular (rv) lead had pulled back into the right atrium. A procedure to reposition the rv lead was scheduled. During the procedure, after retracting the rv lead's helix multiple times, multiple stylets were attempted to insert into the lead but were not able to advance through the terminal pin. The rv lead was therefore explanted and replaced. There were no complication observed. The patient was stable.

Manufacturer narrative:
The reported events were unable to implant, lead dislodgement, inappropriate shock, and stylet failure to advance. A complete lead, without a stylet, was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The reported event of stylet failure to advance was confirmed. A stylet could not be fully inserted into the lead due to the inner coil being over-torqued at the connector region. The cause of the over-torqued inner coil is consistent with procedural damage. Regarding the reported event of lead dislodgment, after cutting the lead and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension was within specification. The reported event of inappropriate shock was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found were consistent with occurring at time of procedure.